Event description:
Husband calling on behalf of wife. Pen needles do not easily go into skin. Pen needles are not reused.

Event description:
Husband calling on behalf of wife. Pen needles do not easily go into skin. Pen needles are not reused.